Manufacturer narrative:
Manufacturer's analysis confirmed the customer comment that the floppy drive was inoperable because a broken disc was stuck inside, which prevented the stylus from being calibrated. The broken disc was removed and the stylus was calibrated. The software was reloaded and updated. The programmer passed final functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus could not be calibrated due to the disc drive not working. The programmer was returned to service. There was no patient involvement.